Manufacturer narrative:
This device referenced in this report was returned to olympus medical systems corp. For evaluation. The evaluation found that the reported phenomenon duplicated when the subject device was angulated. It was also found that the tube for securing cables was cut at the root of the image unit. Furthermore, the adhesion of the bending rubber was missing partially. The manufacturing record of the subject device was reviewed with no abnormality possibly associated with the reported phenomenon. The exact cause of the reported event could not be conclusively determined, but the phenomenon was possibly occurred due to electrical short circuit when the subject device was angulated as the tube for securing cables was cut at the root of the image unit. A possible cause that the tube for securing cables was cut might be degradation over time as the subject device was used for over four years since it was purchased.

Event description:
Olympus was informed that the video image of the subject device became abnormal during a laparoscopic cholecystectomy procedure. The user facility replaced the subject device with another device and the procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".